Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations ((B)(6)).

Event description:
The hospital reported that during the procedure, the vasoview hemopro 2 conical tip was interfering with image on the monitor. Image on monitor was clear before attaching the conical tip. Attempted to clean inside of cone without resolution. Another vh-4000 was opened to retrieve a new conical tip which resolved the issue. Evh proceeded without further disruption. No delay other than attempt to clean the conical tip and open a 2nd vh-4000 kit. No patient injury.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 07/07/2025. An investigation was conducted on 7/16/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. There were white spots observed through out the photograph. The image was also observed to be blurry as well. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The lot # 3000426102 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.